Event description:
The rptr stated that during a spinal surgery procedure using the manta ray anterior cervical plate, the integral retaining arm did not lock over the screw that was inserted. The screw was removed, and the surgeon did not place another screw but opted to leave the screw hole open. There was no adverse outcome for the pt.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The manta ray plate was used to complete the surgery and the screw was not returned for eval. The complaint investigation determined that the spring arm failure to lock over the head of the screw was related, in testing, to the angle at which the screw was inserted. A corrective action was opened to address this issue. The failure of the locking arm to function properly was addressed in the failure modes and effects analysis (fmea) of the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.